Event description:
It was reported that this left ventricular (lv) lead was an attempted implant. During the procedure the lead dislodged. The physician elected to replace the lead with a different model that had active fixation. The coronary sinus was re-cannulated, and the procedure was successfully completed without adverse effects. The lead was disposed of and thus won't be returned.